Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when he changed the insulin pump's battery, he received an unexpected restart alarm and had to reset the time/date. In the alarm history unexpected restart and external error alarms were found. The self-test passed. Customer's blood glucose level was not reported. The device was not returned.